Event description:
It was reported via social media that chest discomfort, bruising, and fatigue occurred. A left atrial appendage (laa) closure procedure was performed. Two weeks later the patient reported to not be feeling well, experiencing daily indigestion, heart discomfort, fatigue, and bruising. The patient also reported to now have a leaky valve.

Manufacturer narrative:
Aware date used as event date is unknown.

Event description:
It was reported via social media that chest discomfort, bruising, and fatigue. A left atrial appendage (laa) closure procedure was performed. Two weeks later the patient reported to not be feeling well, experiencing daily indigestion, heart discomfort, fatigue, and bruising. The patient also reported to now have a leaky valve. The patient further reported experiencing shortness of breath. Further information was obtained from the implanting physician's office. The patient coordinator notes that the patient has not contacted the hospital nor office and there were no notes of the above chest discomfort, bruising, fatigue, or shortness of breath in her visit notes with her primary care physician. The patient is scheduled for her routine follow up on june 7th and the patient coordinator is reaching out to the patient to follow up on the reported symptoms.

Manufacturer narrative:
B5: narrative updated with additional information d4: lot number added g2: report source updated h6: coding updated.

Manufacturer narrative:
B5: narrative updated with correction. H6: coding updated to remove "bruising".

Event description:
It was reported via social media that chest discomfort, bruising, and fatigue occurred. A left atrial appendage (laa) closure procedure was performed. Two weeks later the patient reported to not be feeling well, experiencing daily indigestion, heart discomfort, fatigue, and bruising. The patient also reported to now have a leaky valve. The patient further reported experiencing shortness of breath. Further information was obtained from the implanting physician's office. The patient coordinator notes that the patient has not contacted the hospital nor office and there were no notes of the above chest discomfort, bruising, fatigue, or shortness of breath in her visit notes with her primary care physician. The patient is scheduled for her routine follow up on june 7th and the patient coordinator is reaching out to the patient to follow up on the reported symptoms. It was further determined that the bruising being non-specific in nature is removed as a specific allegation against the watchman or watchman procedure.